Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed erratic scatter readings while troubleshooting and found the scatter sensor malfunctioned. The fse installed a 3 element scatter sensor ((B)(4)), ran latron in service mode and made adjustments with no further problems. The fse ran 15 samples with no problems, and ran controls with no problems. (B)(4).

Event description:
Customer reported an increased number of false basophilia messages associated with the differential results and an error condition of vote outs (non-numeric results) for the reticulocyte parameter when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.